Event description:
It was reported the patient's ipg would not communicate.the patient programmer displayed a low battery message. Patient has declined additional intervention.

Event description:
It was reported during follow up the patient underwent surgical intervention during which the ipg was explanted and replaced. Surgical intervention addressed the issue.

Event description:
It was reported during follow up that surgical intervention may be pending to address the issue.